Event description:
It was reported that the patient received inappropriate therapy. The lead showed an alert approximately three months prior due to oversensing. The device emitted tones due to the alert. The tones were not reported by the patient. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the partial lead in segments was returned and analyzed; analysis revealed the distal conductor developed a fracture due to flexing while in vivo. This device was included in that field action and returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: 5076 implantable pacing lead, implanted: (B)(6) 2010. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.